Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0036902. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, small defects with the molding of the product were observe. It is possible for defects such as this to occur if minor abnormal adjustments occur within the manufacturing process; however, these abnormalities rarely occur during production. H3 other text : see h.10.

Event description:
It was reported that stopcock q-syte wht 360deg nonsterile was damaged. This occurred on 65 occasions. The following information was provided by the initial reporter: during inspection, burrs were found on 65 products.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that stopcock q-syte wht 360deg nonsterile was damaged. This occurred on (B)(4) occasions. The following information was provided by the initial reporter: during inspection, burrs were found on (B)(4) products.